Event description:
The customer reports that the patient did not tolerate the device as the balloon was set to low on the cannula which induced leaking. Patient was re-cannulated.

Manufacturer narrative:
If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.